Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 469 mg/dl. Reportedly, the customer forgot to request a bolus for the carbohydrates consumed. The customer delivered a correction bolus to address the bg level.